Event description:
Healthcare professional reported "rupture per MRI plus pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Additional observations: crease flat and deformation device observed on the device. Observed split in patch area, assessed as a workmanship. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "rupture per MRI plus pain". Device has been explanted.